Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of an intraocular lens (iol), a white sticky substance was noticed in the centre of the rear side of the optic. The irrigation/aspiration (I/a) probe was used to try to remove the foreign body without success. The lens was removed and replaced with no patient injury. After the implant was cut out, the white substance came off the lens and it was discarded by the customer together with the removed lens. No further information provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. During manufacturing, the operators conduct 100% visual inspection and cleaning of the lenses at 10x microscope magnification. A search revealed that no additional complaints for this order number have been received that were related to the customer's reported complaint. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not confirmed. All pertinent information available to abbott medical optics has been submitted.